Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3: corrected to yes. H6: updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6: type of report: noted as follow-up #1. H2: type of follow-up: noted for additional information. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: py-60ad). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Error of predicted refractive power is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. On the day after surgery with py-60ad the patient developed -1.75d of myopia. The surgeon who had used py-60ad many times before thought this was the first time such an issue occurred and suspected that the package or lens power might be incorrect. On (B)(6) considering the -1.75d myopic shift the iol was replaced with a 15.0d lens deviating from the recommended power. On the following day (B)(6) the patient had good postoperative vision without any problems. On the evening of (B)(6) the clinic director contacted us requesting an investigation of the lens power. A hoya representative visited on (B)(6) and collected a copy of the medical record and the explanted iol which had been divided into three pieces. The surgeon initially believed until (B)(6) that there was an abnormality in the iol power but after re-implanting an iol with adjusted power to compensate for the myopic shift and confirming good postoperative vision he concluded that the iol was normal and the myopia was likely patient-related. Nevertheless, he requested an investigation just in case. It is not urgent so he asked us to bring the investigation report after the new year. Iol was explanted on (B)(6) 2025. Problem code: a0601 - misfocusing.